Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Unraveled, lost shape caught in branch per customer.

Manufacturer narrative:
A review of the DHR and inspection records was not conducted since a lot number was not provided. One opened device was returned for review. Visual inspection found the device to be covered in dried bodily fluids and the sinusoidal wire to be bent out of shape but was not unraveled. The device was functionally tested and the wire did actuate slowly, due to the presence of dried bodily fluids within the sheath. Evaluation of the device did not confirm a manufacturing error. The most probable cause for the damage to the sinusoidal wire was most likely due to an event within the user environment and not related to the manufacturing of the device. Since a manufacturing error could not be confirmed, no corrective action will be taken at this time.

Event description:
Unraveled - lost shape. Caught in branch per customer.